Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm, insulin pump was making a high pitch squeal and had a blank screen display. Customer's blood glucose was 328 mg/dl. Customer was advised that battery cap would be replaced. Customer was calling back sating that battery cap did not solve the issue. Customer also reported to have also been pump in a medically induced coma when hospitalized on (B)(6) 2016. Customer was hospitalized due to a urinary tract infection which caused toxic shock. Customer's blood glucose at time of hospitalization was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.